Event description:
The synthes complaint handling unit received a maude event report numbered (B)(4) on (B)(6) 2014. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. This report is for a cortex screw with an unknown part and lot number. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a cortex screw with an unknown part and lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.